Event description:
Reporter stated that back-to-back tests were performed on patient, using the suspect device, with results of 450 mg/dl and 45 mg/dl. Reporter noted that patient was experiencing hypoglycemic symptoms. Reporter did not provide any information about treatment received for low blood glucose. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.